Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of back pain ('lower back pain') in an adult female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included sonogram and mammogram. Previously administered products included for an unreported indication: supplement. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), breast cyst ("cyst everywhere in my breast"), memory impairment ("foggy memory"), urinary tract infection ("urinary tract infection"), polymenorrhoea ("my period is not normal anymore.twice a month"), hordeolum ("a very dark stye in my eye"), cyst ("eye cyst"), ovarian cyst ("ovaries cyst"), renal cyst ("cyst of kidney") and infection ("infection nos") and was found to have weight increased ("I have never lost a pound since I got essure even though I run and eat healthy"). The patient was treated with biopsies and surgery (surgical removal of essure). Essure was removed. At the time of the report, the back pain, breast cyst, weight increased, memory impairment, urinary tract infection, polymenorrhoea, hordeolum, cyst, ovarian cyst, renal cyst and infection outcome was unknown. The reporter considered back pain, breast cyst, cyst, hordeolum, infection, memory impairment, ovarian cyst, polymenorrhoea, renal cyst, urinary tract infection and weight increased to be related to essure. The reporter commented: discrepancy noted : essure removal date as per irms is (B)(6)2021 or (B)(6) 2021 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-jun-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of back pain ('lower back pain') in an adult female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included sonogram and mammogram. Previously administered products included for an unreported indication: supplement. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), breast cyst ("cyst everywhere in my breast"), memory impairment ("foggy memory"), urinary tract infection ("urinary tract infection"), polymenorrhoea ("my period is not normal anymore. Twice a month"), hordeolum ("a very dark stye in my eye"), cyst ("eye cyst"), ovarian cyst ("ovaries cyst"), renal cyst ("cyst of kidney") and infection ("infection nos") and was found to have weight increased ("I have never lost a pound since I got essure even though I run and eat healthy"). The patient was treated with biopsies and surgery (surgical removal of essure). Essure was removed. At the time of the report, the back pain, breast cyst, weight increased, memory impairment, urinary tract infection, polymenorrhoea, hordeolum, cyst, ovarian cyst, renal cyst and infection outcome was unknown. The reporter considered back pain, breast cyst, cyst, hordeolum, infection, memory impairment, ovarian cyst, polymenorrhoea, renal cyst, urinary tract infection and weight increased to be related to essure. The reporter commented: discrepancy noted : essure removal date as per irms is (B)(6) 2021 or (B)(6) 2021. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.